Event description:
During a robotic-assisted, oral approach neck dissection the spatula cautery was placed on the side of the mouth at the start of the procedure. Surgeon noted a lot of smoke coming out from the patients mouth, and while moving the spatula he noticed smoke coming from the hinges on the spatula arm. Additionally the insulated portion on the top of the hinges was burned and the color was black. Device was removed and changed out. The davinci hotline was called to report the incident.